Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "failed occlusion test" was not reproduced. An infusion and upstream/downstream were performed and the device passed the tests. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The cause of the condition was undetermined. Preventive maintenance testing required to be performed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed occlusion test during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.